Manufacturer narrative:
Initial and final MDR (B)(4). - device 2 of 2

Event description:
Referance number (B)(4). Event occured in united states it was reported that patient faced two events in which infusion set spring got misfired on (B)(6) 2025. No further information available